Event description:
Customer reported to customer service the screws were starting to come out of the housing of the power supply.

Manufacturer narrative:
A replacement power supply was sent to the customer. Unsuccessful attempts were made to follow up with the customer by phone, e-mail, and letter. A product eval revealed that the transformer housing was broken. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Eval summary: a visual examination of the power supply revealed the transformer housing was not deformed but had a hole/opening in it. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured opened, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.4 ohms, which is normal and indicates that the thermal fuse did not blow.